Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection revealed no anomalies. The returned product functioned properly during the evaluation and passed all diagnostic testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with abbott specifications and procedures. The error 5 was not replicated during investigation and the cause of the error 5 remains unknown.

Event description:
It was reported that the patient electronic unit received an error 5 message, which indicates an issue related to temperature and barometric pressure. Unit was replaced to resolve the issue.